Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse observed that the console and uninterrupted power supply (ups) failed after (B)(6) power fluctuations. The fse performed repairs on the analyzer and verified repairs per established procedures. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bec) to report that their synchron lx20 pro chemistry analyzer had a burning smell, a popping sound, and then stopped working. There was no impact to pt sample results or pt treatment associated with this event. There was no exposure or injury to the customer. Medical attention was not sought. The material safety data sheet (msds) was not reviewed. It is unk if the facility has a risk management plan in place.